Event description:
It was reported that the nursing staff was not fully engaging the brakes during use, possibly resulting in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was resolved for the customer by the account manager providing further training to the customer on how to properly set the brakes.

Event description:
It was reported that the nursing staff was not fully engaging the brakes during use, possibly resulting in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.